Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat a small rupture of the abdominal aortic aneurysm. During the procedure a type I endoleak proximal was seen and treated by extra ballooning. On (B)(6) 2014 a follow up computer tomography angiography (cta) was performed and showed a persisting type I endoleak proximal. The patient was successfully treated in a second procedure with an aptus endoachors device and an endurant cuff.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all release specifications.